Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: did the damage of the primary packaging compromise the sterility of the device? No further information is available. Please provide a picture (if available). No picture is available. No further information will be provided.

Event description:
It was reported that during an unknown procedure, a hole was found on the tyvek. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.